Manufacturer narrative:
(B)(4) g2: foreign - event occurred in hungary. Review of the most recent repair record identified the following related repair: the connector was pressed in damaging the plastic around it and the unit failed lid locking due to the damaged seal. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device¿s connector was pressed in and got damaged the surrounding plastic. Moreover, the lid closes with difficulty due to pressed seal. There was no patient involvement. Attempts have been made and no further information has been provided.